Event description:
According to the literature source of study, from december 2022 through february 2023, a new modified percutaneous catheter placement (pcp) method was evaluated and reported 100% catheter survival rate. The author mentioned the use of the double-cuff tenckhoff coiled catheter¿covidien. A total of 24 patients qualified for the pcp technique, 13 women and 11 men, aged 34-87 years. A total of 7 of the 24 patients had a history of abdominal surgery (3 patients had cesarean section, 2 had an appendectomy, 1 had a cholecystectomy, and 1 had a hysterectomy). A total of 14 patients had diabetes, 12 had heart failure, and 21 had hypertension. Three patients were switched to pd (peritoneal dialysis) from hemodialysis. For the remaining patients, pd was their first choice. During the 1-year follow-up after insertion, the authors reported one case of catheter dysfunction due to clogging by fibrin, which required unclogging of the catheter. The authors did not specify interventions to un-clog the catheter. There was no reported patient outcome.

Manufacturer narrative:
Literature events: author: andrzej jaroszy ´nski 1,2,* , jaroslaw miszczuk 1,2, marcin jadach 2 , stanislaw gluszek 3 and wojciech d abrowski. Title: a new, safe, and effective technique for percutaneous insertion of a peritoneal dialysis catheter: andrzej jaroszy ´nski, 2024, journal of clinical medicine source: https:// doi.org/10.3390/jcm13092618. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.